Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There were no generated fragments. There was no delay in the completion of the procedure. Patient outcome was stable. Concomitant devices: 3.5mm titanium locking screw self-tapping (part: 412.1xx, lot: unknown, quantity: 4), cortex screw (part: unknown, lot: unknown, quantity: 1), cortex screw (part: 404.830, lot: unknown, quantity: 1), locking screw (part: unknown, lot: unknown, quantity: 6).

Manufacturer narrative:
510k: this report is for two (2) unknown locking screws/unknown lot. Partial part number reported as 412.1xx. Specific part and lot number are unknown; UDI number is unknown. 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent hardware removal of a proximal humerus plate due to non-union and broken plate. Originally, the eight (8) hole titanium plate and thirteen (13) screws were implanted on (B)(6) 2017. All the screws were intact, however, two (2) locking screws backed out. The last humerus revision for the broken plate had six (6) locking screws, one (1) cortex screw and six (6) locking screws in the head of the plate. The surgeon took out the plate and applied a new plate. There was no delay in the completion of the procedure. Patient outcome is unknown. Concomitant device reported: unknown locking screws (part # 412.1xx, lot # unknown, quantity # 4), unknown cortex screw (part # unknown, lot # unknown, quantity # 1), unknown locking screw (part #404.8xx, lot # unknown, quantity # 6). This report is for two (2) unknown locking screws. This is report 2 of 2 for complaint (B)(4)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was completed: no x-rays were provided so it could not be determined which of the fourteen (14) returned screws backed out. All 14 locking screws were visually inspected and shows signs of the anodized layer becoming discolored, screws were slightly stripped, minor thread damage. These all indications that the screws were implanted and then explanted. A functional test could not be performed as the conditions leading to backout could not be recreated. The received condition does not agree with the complaint description and the complaint condition could not replicated due to reasons stated above. Dimensional inspection showed all measurements taken were conforming to specifications. Because the lot numbers are unknown, a device history record (DHR) review could not be performed. A review of the current design drawing and the drawing revision at the time of manufacture was performed; no issues were identified. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.